Event description:
It was reported the 8.5f slo sheath leaked during a vt ablation procedure in the left ventricle. The device was flushed with heparinized saline. The dilator with the sheath was fed over the wire, the sheath was advanced and the dilator was pulled back over wire. The sl0 sheath was being exchanged for a mullins sheath and during removal of the sl0 device, the valve started leaking. Prior to the leak, an ablation catheter was inserted into the sheath. No adverse consequences occurred to the pt.

Manufacturer narrative:
(B)(4). One 8.5f swartz braided introducer was received for eval. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. The hemostasis cap was removed and the two part seal system was examined; a large cut was observed in both halves, which caused the leak. The cut was consistent with insertion of a sharp object other than a transseptal needle. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification was consistent with operational context as device performance was limited due to anatomical/procedural factors.